Event description:
There was an allegation of discrepant inr results with a coaguchek inrange meter compared to the stago chronometric neoptimal laboratory method. On (B)(6) 2023 the result from the meter was 4.3 inr. The result from the laboratory was 3.17 inr. On (B)(6) 2023 the result from the meter was 3.7 inr. The result from the laboratory was 2.7 inr. For each comparison, the results were obtained within 3 hours of one another. The patient¿s therapeutic range is 2 ¿ 3 inr.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
B7 was updated. The patient complained of additional comparisons performed with the laboratory: on (B)(6) 2023: the result from the laboratory was 3.10 inr. The result from a different coaguchek meter was 4.8 inr. The result from the patient's coaguchek meter was 4.6 inr. On (B)(6) 2023: the result from the laboratory was 2.7 inr. The result from a different coaguchek meter was 4.0 inr. The result from the patient's coaguchek meter was 3.8 inr. On (B)(6) 2023: the result from the laboratory was 2.77 inr. The result from a different coaguchek meter was 4.3 inr. The result from the patient's coaguchek meter was 4.1 inr. On (B)(6) 2023: the result from the laboratory was 2.09 inr. The result from a different coaguchek meter was 2.8 inr. The result from the patient's coaguchek meter was 2.6 inr.

Manufacturer narrative:
The investigation did not identify a product problem.